Manufacturer narrative:
This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -5.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on 13 feb 2019. On (B)(6) 2020 the lens was exchanged for longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).